Event description:
During use, it was reported that bd synapsys¿ informatics solution was not saving sensitivities or accepted maldi ID results.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.